Event description:
A customer observed pt sample results associated with the wrong pt demographics on the 5,1 fs analyzer. No erroneous results were reported. Mis-association of pt demographics and results may lead to inappropriate physician action. There were no incorrect results released and no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event determined that the vitros 5,1 fs was operating as intended. The customer re-uses sample ID numbers. The customer reused a sample ID that had pending results stored in the analyzer. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original info to be carried forward. The customer was aware of ocd technical bulletin (B)(4) pertaining to the re-use of sample ids. The root cause of this event is user error.